Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer had expired control solution and was not able to perform a control test while on the line with the customer care rep. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.